Event description:
Eri status was noted via home monitoring. During the interrogation at a follow-up no eri alert and abnormalities were found. No adverse patient events were reported. Device currently remains implanted. Should additional information be received, this file will be updated.